Event description:
Pt undergoing ivc filter placement. Mechanical device failure. Filter would not deploy and was stuck in sheath during deployment. They had to remove from patient and open another ivc filter. No injury to patient.